Manufacturer narrative:
The files analysis led to the following observations: the nominal mode (emergency mode) has been activated by the user using the emergency button on the programmer. Therefore, no issue is suspected on the subject device.

Event description:
Reportedly, at the beginning of the second interrogation of the pacemaker, the settings were found in "emergency parameters" (e.g. Vvi 70, 5v output, 0,50ms pulse width, unipolar, ...). The physician said that this re-programming was not initiated by him so he was surprised to see this parameters.